Manufacturer narrative:
Evaluation codes: the device was received in with hairline cracks observed on the upper and lower end of the battery compartment. The battery compartment has signs of previous battery corrosion such as white powder residue on the compartment sidewalls and lower end of the unit. White corrosion found inside the sensor receptacle due to battery leakage. Gap in-between enclosures observed at the lower end of the unit due to a broken mounting boss inside the unit. During functional testing, the unit did not sound when nothing was connected. Upon opening the device, battery corrosion was found on different parts of the printed circuit board. This loss of functionality would result in the alarm's failure to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the device is over two years old, it is likely expected normal wear and tear contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
(B)(6) is calling about an alarm that is having an issue. The alarm will not sound. The date the issue was discovered is unknown and no incident or serious injury was reported.